Event description:
Eclipse homepump (model # e251750 lot # 0202850311) containing vancomycin 1.75 grams in 0.9 percent sodium chloride 250 ml. Patient reports that when she hooked u for infusion and opened clamp that it started spraying all over the place from the top of eclipse. Patient stopped infusion and used another eclipse for infusion.